Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the patient¿s lead and ipg explant and replacement procedure (please see MFR. Report #s 1627487-2019-03284 and 3006705815-2019-00925) on (B)(6) 2019, a portion of the lead remains implanted within the patient. Therapy has been restored postop.